Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio flex meter was reading inaccurately high compared to feeling/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue first began on (B)(6) 2018, 12:00pm. She reported that 2 minutes prior to the alleged issue beginning she was experiencing symptoms of ¿shivering¿ the patient reported that she obtained inaccurately high blood glucose results of ¿4.3 and 5.8 mmol/l¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with oral medications, diet and exercise and stated that on (B)(6) 2018, 12:06pm she self-treated with food and/or drink. The patient denied obtaining a blood glucose result on another device. At the time of trouble shooting, the cca confirmed that the meter was set with the correct unit of measure at the time of testing. The test strips were stored correctly and within expiry date. The control test had not been manually selected on the subject meter and patient did not have control solution to perform a control solution test. The patient stated that she had not washed her hands prior to testing. The patient¿s products were replaced. This complaint is being reported because although the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event prior to the alleged product issue beginning. It cannot be ruled out that the meter did not cause or contribute to the alleged event.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.